Manufacturer narrative:
No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter and the customer received a lost sensor signal alert and the sensor failed after 3 days. The customer also reported that there was a loss of communication between the insulin pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for loss of connection between pump and mobile device, unpairing and repairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to reestablish communication with the transmitter. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter and insulin pump. No product return is required for mmt-6101. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.